Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced repeated infusion set occlusion alerts that only resolved after a full supply change, including replacement of the contact detach infusion set, tubing/connector, and cartridge; insulin delivery resumed after guidance from support. Symptoms included interrupted insulin delivery consistent with an occlusion alarm. Outcomes included the need for multiple unplanned supply changes and shipment of replacement supplies. Investigation included review of the event with phone-based troubleshooting and user education. Investigation of this case revealed restoration of insulin delivery after changing the infusion set and associated supplies, indicating an infusion set or consumable-related occlusion. It was concluded that the event was due to an occlusion that was corrected by supply replacement, with no further device malfunction identified.